Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, the valve appears distorted; oval shaped. All leaflets were slightly stiff but flexible. Tears and abrasions through the free margin and lunula of right and non-coronary cusps appeared to be associated to contact with the bias cloth and/or a possible long suture tail. Stent distortion may have contributed to the tears and the abrasions. Tears observed on the tunica of all leaflets along the inflow margin of attachment appear to be due to the removal of host tissue during explant. All commissures were intact. A remnant of glistening off white pannus extended 1 to 2 mm along the inflow margin of attachment of the right cusp. Pannus remained attached along the existing sewing ring on the outflow extending to the outflow rails adjacent to all cusps. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the analysis of the valve, the stenosis and high gradients may have been caused by the annular distortion of the stent which also contributed to the leaflet tears and abrasions. The stent distortion may be related to patient anatomical variation or the result of inadvertent over-sizing of the valve during implant. Pannus overgrowth may have also contributed to the increased gradients. Although a conclusive cause of pannus could not be determined, this is a known failure mode for bioprosthetic heart valves and could be impacted by patient conditions.

Manufacturer narrative:
(B)(4).

Event description:
Medtronic received information that four years post implant of this 23mm bioprosthetic valve, high mean gradient measurements of 76 mmhg were observed via echocardiogram along with valve stenosis. The valve was replaced with a 21mm edwards magna. The explanted valve was sent to the hospitals pathology departement and will be returned. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.